Event description:
Customer reported the loss of, and drops in heart rate when the v series monitor was in use on a neonatal patient. It is unclear from the customer report if the issue was the result of a malfunction or attributed to the patient's condition. No patient injury was reported.